Manufacturer narrative:
Additional information was added: device manufactured between august 16, 2019 to august 20, 2019. The device was received for evaluation. Visual inspection was performed using the naked eye which revealed a reddish-brown particles, measuring 0.25 square mm in size. The particles was not in the fluid path because it was embedded in the material of the tubing line. The particles were subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition was verified. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported red particulate was observed inside the tubing of a small volume intermate. This issue was noted prior to medication or solution being injected. There was no patient involvement. No additional information is available.